Manufacturer narrative:
Product complaint # (B)(4). Investigation summary woman operated for knee replacement 11/10 at aleris malmö peritus clinic. Attune cr femur sz 4 left, tibia sz 4, insert sz 4, 6 mm. Patient luxates the knee joint several times, and is repaired several times during a time frame of one week, today 19/10 revised at lund university hospital because the situation for the patient has become untenable, insert is loose from the locking mechanism on tibia component when opening the knee joint, replacement of plastic insert from 6 mm to 10 mm, and the patient is in a full leg stabilized with cement after the operation. The product was not returned to depuy synthes, however photos were provided for review. See attachment "peritus attune prim rev 1, peritus attune prim rev 2" the x-ray investigation was able to identify the reported dislocation event. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the attune cr fem rt sz 4 cem would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established with he information provided and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Woman operated for knee replacement (B)(6) 2023. Attune cr femur sz 4 left, tibia sz 4, insert sz 4, 6 mm. Patient luxates the knee joint several times, and is repaired several times during a time frame of one week. Today, (B)(6) 2023 revised because the situation for the patient has become untenable. The insert was loose from the locking mechanism on tibia component when opening the knee joint. Replaced the plastic insert from 6 mm to 10 mm, and the patient is in a full leg stabilized with cement after the operation.